Manufacturer narrative:
Concomitant medical devices: product ID: 8709, lot# j10931r27, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implantable infusion pump. Indications for use included malignant pain and other carcinoma. It was reported that the pump and catheter were explanted in 2001 due to meningitis. The infection was at the pocket/pump implant site. The patient was on antibiotics for 3 weeks. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.